Manufacturer narrative:
Citation: noble et al. Anatomo-pathological analysis after corevalve revalving system implantation. Eurointervention. 2009 may;5(1):78-85. Doi: 10.4244/eijv5i1a12. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtro if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding anatomo-pathological analysis of four transcatheter valves following explant. All data were collected from a single canadian center between december 2005 and february 2007. All four patients were implanted with a medtronic corevalve transcatheter valve. No unique device identifier numbers were provided. Case d: an (B)(6) male patient with a history of coronary artery bypass and progressive aortic valve stenosis underwent implant of a medtronic corevalve bioprosthetic valve. At 350 days post-implant the patient died due to renal failure and respiratory distress. Upon explantation of the bioprosthetic valve gross examination found the valve struts in contact with the native aortic wall and pericardium were completely covered by a white endocardial tissue. Microscopic assessment found the white tissue consisted of smooth muscle cells within proteoglycan collagenous tissue with endothelial covering. Both sides of the valve leaflets were noted with pannus which consisted of smooth muscle cells in a proteoglycan-collagenous matrix. Organizing granulation tissue was observed focally around the strut frame as well as smooth muscle cells in proteoglycan rich matrix. No additional adverse patient effects or product performance issues were reported regarding this case.